Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the after ais, the angio-seal device was used as usual. The angio-seal device was inserted into the insertion sheath. When the anchor was pushed out of the insertion sheath, the anchor was not deployed, and the entire device was withdrawn. The angio-seal device was not used, and manual compression was applied for an hour and a half to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. Estimated blood loss was less than 250cc's. The procedure before deploying the device was acute ischemic stroke (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.